Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2014-21385, reference MFR. Report: 1627487-2014-21386. It was reported the patient experiences occasional jolting sensations near the ipg site that travels down his arms and legs. Diagnostics indicated a low impedance contact. X-rays did not reveal any anomalies. The sjm representative programmed around this issue, however, as of (B)(6) 2014, the issue recurred. Per the patient, the jolt caused occasional involuntary arm and leg movements. The physician plans on exploratory surgery as the next course of action; however, the patient is diabetic and the decision is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.